Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. Evaluation summary: visual inspection was performed on the returned device. The reported balloon rupture was confirmed. The resistance was not tested as it was based on case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. It is likely that the reported resistance and balloon interacted with the heavily calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that a procedure was performed to treat a 90% stenosed, heavily calcified, de novo lesion in a coronary artery. A 2.0x15 mm nc traveler rx balloon dilatation catheter (bdc) met anatomical resistance during advancement. Pre-dilatation was performed with the bdc twice, and the balloon ruptured at 14 atmospheres during the second dilatation. The bdc was removed without resistance and a 2.5x15mm nc traveler rx bdc was used and the procedure was completed with balloon angioplasty only. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.